Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to hypoglycemia on (B)(6) 2019 with blood glucose value 13 mg/dl. The customer was treated with fluids and insulin. Customer stated insulin pump gave him too much of insulin and declined to troubleshoot for the low blood glucose value. The device will not be returned for analysis. Unomed inf set.